Manufacturer narrative:
A ge rep has not yet evaluated the system. Customer was using system and would contact ge when system is available. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the beam is not centered while fluoroing. No pt injury was reported.